Manufacturer narrative:
Outcomes to adverse event, type of reportable event: a risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the hospital: the deviation of the pedicle screws was detected by the surgeon after placement with a fluoroscopic control imaging before finalizing the surgery, and the screws were replaced (re-positioned) successfully with fluoroscopic guidance at the very same surgery. All pedicle screws were placed correctly as intended, the final outcome of this surgery was successful as intended. There were no negative effects to the patient, neither due to the screw placements nor due to surgery/anesthesia delay for re-placement of the screws at the same surgery. As per the surgeon, the patient is unharmed and doing well. There were no further remedial actions reported necessary, done or planned for this patient. Hospitalization was not reported prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the deviation of the screw placements by approx. 1cm from the intended and planned position is a movement of the navigation reference array during the surgery due to a not sufficient rigid fixation. Apparently the resulting deviation of the navigation display was not recognized by the user before the placement of the pedicle screws with the necessary navigation accuracy verification throughout the procedure. Further, to a lesser extend contributing factors, that can have added to the deviation, are: a less than ideal registration point distribution by the user to match the current patient anatomy to the pre-operative CT scan used by the navigation. Apparently the resulting deviation of the navigation display was not recognized by the user with the necessary navigation accuracy verification of the registration. A possible relative movement of the vertebrae operated on (i.e. T8, t9 and t11) in relation to the vertebra where the reference array was attached (t10), leading to a shift between the navigation display of the image dataset and the actual patient anatomy. This relative movement can occur due to a non-rigid connection of the bones when applying forces during the surgery. These vertebra movements relative to the navigation reference array during e.g. Hardware placement, cannot be recognized by the navigation system when displaying tracked instrument positions on the pre-surgery (registration) image. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Remedial action initiated: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery (mis) on the spine for stabilization/fusion of vertebrae t8-t12 with intended placement of 8 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. A pre-operative CT scan was acquired 3 days before the surgery, to use with navigation. During the procedure the surgeon: positioned the patient in prone position on the operating room table. Attached the navigation reference array on t10. Performed the initial patient registration on the pre-op CT acquiring registration points on vertebra t10 to match the display of the navigation to the current patient anatomy. Verified the accuracy of the registration on t10 and accepted the registration to proceed. Calibrated a non-brainlab screwdriver with screw to the navigation, planned the screw positions with navigation using the virtual screw function, and placed pedicle screws in left t8, t9, t11. When planning the screw for t12, detected that the navigation instrument position display deviated from the actual position on the patient anatomy. Performed a fluoroscopic (x-ray) verification, and determined that the 3 pedicle screws placed deviated by ca. 1cm lateral from the planned and intended positions. Re-placed (re-positioned) the deviating pedicle screws to the correct position under fluoroscopic guidance. Continued the surgery to place the further pedicle screws under fluoroscopic guidance without navigation, and completed the surgery successfully as intended. According to the hospital: the deviation of the pedicle screws was detected by the surgeon after placement with a fluoroscopic control imaging before finalizing the surgery, and the screws were replaced (re-positioned) successfully with fluoroscopic guidance at the very same surgery. All pedicle screws were placed correctly as intended, the final outcome of this surgery was successful as intended. There were no negative effects to the patient, neither due to the screw placements nor due to surgery/anesthesia delay for re-placement of the screws at the same surgery. As per the surgeon, the patient is unharmed and doing well. There were no further remedial actions reported necessary, done or planned for this patient. Hospitalization was not reported prolonged either.